Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that a couple months prior their symptoms returned and about 3 weeks ago they worsened. The stated it was not working again. Caller stated that they had increased stimulation, but that had not helped with their symptom control and they had to go back to wearing depends. They also mentioned that when they increased stimulation, they felt no stimulation sensation. They stated they were worried that their leads broke again and they wanted their healthcare provider to check their device. Caller wanted to change programs in the meantime, until they were able to see their healthcare provider. Information was reviewed and on the call the patient saw a por message. They were redirected to their healthcare provider and a courtesy message was sent to the field. Caller mentioned that if there was an issue with the lead, they may just get the device removed instead of getting it replaced. No further complications were reported or anticipated.